Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product/provided pictures identified a hair-like particulate (0.8-1.0 sq mm) within the sterile packaging. The packaging was determined to not be within the acceptance criteria for particulate per zpc 8.400 packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during inspection it was found that there was a foreign substance in the packaging. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.